Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the left side of the display shows the wrong colors was confirmed but not reproduced during product evaluation. The assignable cause was a faulty main display. The main display was replaced to correct the reported condition. The user interface module software version is 6.13.90. A service history review revealed that this device was not previously serviced for the reported condition. However, during previous service, the main display was replaced.

Event description:
The facility reported a colleague infusion pump with "the left side of the display shows the wrong colors". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.